Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited noise which was oversensed and resulted in inappropriate shock therapy. It was noted that the shock and pace impedances were out of range. Additionally, it was observed that the shock was delivered into an open circuit condition. A lead fracture was suspected. Boston scientific technical services (ts) discussed programming tachycardia therapy to off and replacing the lead. An invasive procedure was performed to replace the lead. A fracture was unable to be confirmed via fluoroscopy. The lead was surgically abandoned and replaced. This device remains in service. No additional adverse patient effects were reported.